Event description:
This event was initially reported to MFR on 06/01/06. The actual part numbers involved in each case were not provided until 7/21/06. This event was re-evaluated upon conclusion of the investigation and considered deemed reportable as of the date of this report. Initial information only indicated the knot of the acromioclavicular repair slipped. A total of 4 events were reported. Two of the four cases required a revision procedure and the explanted devices have been retained by the surgeon. No relevant information regarding serious injury or medical intervention performed on the two additional cases has been reported. This device is used for treatment.

Manufacturer narrative:
The review revealed nothing relevant to this event. Follow up revealed that during the revision the surgeon noted fiberwire abrasion with the knot intact. Surgeon initially suggested it could have been related to the suture rubbing on one of the buttons. Surgeon also agreed that the abrasion may have occurred as a result of abrasion on the cortical bone edge. However, since the implant was not returned for evaluation, a definitive conclusion for this event could not be determined.